Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.

Event description:
A customer reported that he had noticed that his adc meter had been trending lower since he began using it two months ago. Customer stated he had been self-treating with insulin based on the readings. Customer was seen at a health care facility for a routine appointment and the nurse stated that his hga1c levels have been rising as customer has been dosing less with insulin based on the readings. A lab reading of 312 mg/dl was compared to the customer's adc meter reading of 75 mg/dl results were obtained within 10 minutes. When plotted on the parkes error grid, the results fell in the "c" zone showing the difference in values is considered clinically significant. There was no report of serious injury, death or permanent impairment associated with this case.